Event description:
Ultrasound unit shutdown during tee procedure in cath lab would not turn back on had to bring in second unit. There was a 10-15 min delay with tee still in patient requiring more sedation.this facility has had several similar events with this device. The manufacturer has been notified and sends a rep to inspect/repair the device. The manufacturer will not replace the device. The cause of the problem is unknown and has not been able to be prevented.======================manufacturer response for ultrasound unit, vivid e9 (per site reporter).======================the unit in question has failed numerous times service tech in to fix keeps on failing ge will not replace causing patient safety issue.